Event description:
It was reported that after cataract removal and intraocular lens (iol) insertion, the surgeon noticed that the lens had a central scratch in the line of vision. Due to the damage, the lens was removed by the surgeon and a new lens was inserted. The device is not available for evaluation. No further information was provided.

Manufacturer narrative:
The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. The reporter elected not to be identified on the medwatch form, therefore no attempts could be made to obtain additional information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.